Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported a leak in the infusion set. The reporter noted after priming and connecting the tubing, they observed a bubble and a droplet near the ¿neck¿ of the tubing, close to the multi-positional adaptor. The patient indicated that insulin was visibly leaking from that area. There was no patient injury. This was a study where participants used the cleo 90 infusion set. There was patient involvement, but no harm/adverse event were reported.

Manufacturer narrative:
H3: one used product was received for evaluation. No physical damage or other anomalies were observed. Functional testing was performed, and a free flow was observed for the occlusion test. No leaks were observed on the tubing during the leak test. The complaint of leakage cannot be confirmed nor replicated.